Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a prime anomaly on the insulin pump. Customer stated that she tried to rewind the pump three times and will not allow her to finish the rewind process. Customer's blood glucose level was 237 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that she was unable to exit the preparing to prime loop. Customer was advised that the pump will need to be replaced. Customer was unable to troubleshoot any further since the pump will not exit the prime mode. Customer stated that the drive support cap was recessed. No additional information provided.